Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed via review of the diagnostic data stored in the device and in testing. It is believed that the anomaly was caused by discrepant integrated circuit.

Event description:
It was reported that during a post implant check, interference was noted on all egms. The device began to charge but did not deliver a shock due to return to sinus. All impedances were out of range. The device was explanted and replaced. At the post-op check of the new device, all lead parameters were normal.